Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left- catalog number 3501645, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which possible right deflation, after implantation. The issue was diagnosed during the physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: the device was received with no fluid. White material was observed within the device. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2018, additional information indicated that the date of explantation is scheduled for (B)(6) 2019 and is not (B)(6) 2018, as was reported in the initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/14/2019, additional information indicated that the date of explantation is scheduled for (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 11/13/2018, indicated that patient ethnicity is caucasian, and she had the device removed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of implantation was on (B)(6) 2004, and patient initial is g.a. The patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501650, serial number (B)(4), and right replaced with catalog number 3501650, serial number (B)(4). Manufacturer¿s reference number: (B)(4).